Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the pump black box showed that the data from the event had been overwritten. The current black box showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. There was evidence of moisture contamination observed inside the battery compartment. The battery cap secured properly to the pump. A leak test showed a leak at the battery compartment crack. Current draws measured within specifications. The complaint of a battery life issue was not able to be duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.